Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing of the returned device, service found a rattling sound inside the scope connector and printed circuit board (pcb) failure. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the probable causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector during the device evaluation, service found switch #1 had a hole. The angulation is low. The up/down and right/left control knobs were loose. The distal end plastic cover had scratches and dents. The objective lens had a tiny chip, and the adhesive was peeling. The light guide lens was cracked, and the adhesive was peeling. There were minor scratches on the insertion tube. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the ¿focus is off when the scope is plugged in¿. The issue was found during preparation for use. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation.